Event description:
It was reported by the customer that as soon as the battery is attached to the handpiece, the handpiece begins to operate without depressing the trigger. There were no reported user or pt adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the results of the investigation, the handpiece running without depressing the trigger could not be duplicated. Some components in the device were replaced and the unit was repaired and returned to the customer.